Manufacturer narrative:
If additional information or investigation results are provided, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a prestige grasper. An aesculap technical services (ats) repair order was created; after the device was received, it was noted to be pulling away from the weld. Ats confirmed the device to be broken at the rotational block (handle soldering weld). The instrument did not have an aesculap repair etch. There was no patient involvement.

Manufacturer narrative:
The complaint device was returned for evaluation. A visual examination was performed which confirmed separation at the proximal weld. The device exhibited weld failure; a clean break occurred from the solder to the rotator housing. There was no visible etching on the device indicating an internal aesculap technical services (ats) repair was performed on the collar of the device. There were no visible defects to the distal tip (i.e. Jaws of the device). A supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. The investigation into the cause of the reported problem was able to confirm the failure mode of a proximal weld failure. This event likely occurred due to inadequacies in the defined production process which limited the device performance. Therefore, the most probable root cause is considered to be manufacturing related. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Event description:
Update: the prestige grasper was not holding tissue at all and was pulling away at the weld. The device was unable to be used in surgery.

Manufacturer narrative:
H10: during the investigation, it was also confirmed that there were no visible defects to the distal tip.